Event description:
It was reported that shaft break occurred. A 2.00mm x 20mm maverick 2 balloon catheter was selected for use. However, during unpacking, it was noted that the balloon was fractured. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a maverick 2 balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was a complete separation at the strain relief. The balloon was tightly folded. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that shaft break occurred. A 2.00mm x 20mm maverick 2 balloon catheter was selected for use. However, during unpacking, it was noted that the balloon was fractured. There were no patient complications reported.